Event description:
Customer reported receiving a minimum fill message from pump on a previous date, which required changing the cartridge to resolve the issue. There was no reported impact to the customer¿s blood glucose level. Call disconnected before additional information could be obtained from the customer regarding the outcome of the event.